Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the pfna nail shows an outbreak of material at the upper hole. The present pfna nail was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. We can only assume that too much force was applied to the blade and the nail, which resulted in to the outbreak.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents reviewed, and no issue to this complaint was found.

Event description:
A hospital in (B)(6) reported a patient was treated for a trochanteric femoral fracture several years ago with a pfna and synostosis was completed. Subsequently, the patient fell and sustained a femoral shaft fracture. The surgeon removed the pfna and placed a longer pfna in its place. After removal, the surgeon noted the nail was broken at the lower end of the blade hole. It is possible the blade broke at the blade hole. This report is #2 of 3 for the same event.